Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were getting comm loss at the central nurse's station (cns) on all tiles. No patient harm or injury was reported. Investigation summary: the bme rebooted cns, but the issue remained. Nihon kohden technical support (nk ts) had the bme check the physical connection of the cns to the port. The bme noted one port in the closet was not on. Nk ts had the bme reboot the switch that was off. The switches in the closet were not labeled and the bme requested assistance from the facility's it department to identify the ports. A return call from the customer stated the issue was resolved and a network issue was present at the time of the comm loss at the cns. The information available reasonably suggests the root cause to be the facility's network environment. A review of the serial number history shows a recurrence of the issue (ticket 109673). The root cause of the recurrence issue is that the org in use was at the end of its life, end of service.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with all tiles. They are monitoring transmitters on the cns. Biomed rebooted the cns and the issue was still there. No patient(s) harmed during this event.

Manufacturer narrative:
The cns has comm loss in all tiles. They are monitoring transmitters on the cns. Biomed rebooted the cns and the issue was still there. Nk technician did troubleshooting with the biomed who reported that the issue is resolved and that the comm loss message is no longer present. Customer mentioned that there may have been a hospital network issue at the time the reported issue occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with all tiles. They are monitoring transmitters on the cns. Biomed rebooted the cns and the issue was still there. No patient(s) harmed during this event.